Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) recommended to test lead for isometrics despite already doing in the past. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).